Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2019 the following findings: during investigation, the complaint regarding battery life was reported on (B)(6) 2019 due to continued pump use all black box data and pump history has been overwritten. The pump passed all required testing for battery life . The black box contains data from (B)(6) 2019 to (B)(6) 2019 with no evidence of battery alarms or short battery life. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.